Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the blue coating of a hook handle (ID (B)(6)) disintegrated in small parts leaving parts in patient's surgical site. No injury reported, no surgical delay.

Manufacturer narrative:
The 3pk hook handles (cev2295a) were returned for evaluation: failure analysis: evaluation of the hook handles verified the complaint reported by the customer as valid. The insulation was melted at the end of the hooks. There were scratches on the insulation and one of the hooks were widened. Root cause analysis: it was determined that the issue with the hook handles was likely due to an aggressive cleaning of the devices which weakened the insulation and led to the reported event. The instructions for use (IFU) mentions: "do not use abrasive cleaning products such as hard brushes, etc.". Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.